Manufacturer narrative:
The reported event of high impedance was confirmed. As received, both extension leads were complete. Analysis of both returned extension leads found multiple broken wires at strain relief, which cause the reported event. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Date of event and therapy date are estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-30533. It was reported that the patient's extensions fractured, causing high impedances and a loss of stimulation. As a result, surgery occurred to explant and replace the extensions, which resolved the issue.